Event description:
It was reported during the thrombectomy procedure, the patient experienced a embolus in a new territory. Endovascular treatment was performed resulting in an unknown permanent impairment of a body structure or body function. It is noted that the adverse event has possibly relationship to the subject study retriever device, thrombectomy procedure. No further information is available.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a clinical study, a serious adverse event occurred: embolus in a new territory. Good faith effort attempts to contact the person(s) with investigation information (hospital or surgeon in this case) concluded that no additional information can or will be provided; customer / sales rep confirmed that no further information will be released by the hospital or surgeon. The reported event of patient embolus is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
It was reported during the thrombectomy procedure, the patient experienced a embolus in a new territory. Endovascular treatment was performed resulting in an unknown permanent impairment of a body structure or body function. It is noted that the adverse event has possibly relationship to the subject study retriever device, thrombectomy procedure. No further information is available.